Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a crack on the belt clip rails, keypad anomaly and received critical pump error alarm 24-this alarm is generated when a power failure is detected. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software). For reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test successfully. All buttons were testing while navigating the menus and all responded successfully. No moisture on keypad traces were noted. Proceed by cutting unit open and perform a visual inspection on electronic assemblies and connectors. During deconstructive analysis, corroded electronic assembly was noted. The following cosmetic damages were noted: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay and scratched case. In conclusion, customer concern was not confirmed during testing. Unit was tested successfully with no keypad anomalies or pump error 24. No damage on belt clip rails, however, cracked case corner of belt clip rails were noted. However, after cutting unit open corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.